Event description:
Additional information was received from a company representative (rep) reporting that the healthcare provider (hcp) decided not to perform a catheter dye study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the patient's medical history included that they were a cancer pain patient. The patient's age at the time of the event was unknown. The software version at the time of the event was provided. The month and year of the pump implant was provided. The last refill performed on (B)(6) 2024 went well. The ultrasound did not show any collection around the pump. The cause of the shocking/pain/sensitivity at the pump site was not determined, but it didn't happen again. The cause of the service code 528 (motor stall recovery) was not determined, however, the hcp stated that they knew an MRI was performed in (B)(6). The cause of the pump stop / service code 224 and 102 was reported that the technical service suggested it could be resulted to telemetry issue. The patient felt better with several bolus. The event resolved. The pump would not be explanted and returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving prialt (ziconitide, snx-111) (1,8 mcg/ml at 1,4898 mcg/day), morphine drug (4 829,0 mcg/ml at 3 996,7 mcg/day), and bupivacaine (26 559,0 mcg/ml at 21 981 mcg/day) via an implantable pump. It was reported that the patient was admitted into a hospital for palliative treatment.  In the middle of the afternoon on 2024-nov-09, the patient experienced very intense electrical shocks in front of the intrathecal pump and sensitivity in front of the pump without inflammatory signs.  It was further described that the patient felt a "stubbing" sensation at the level of the pump.  The patient was without fever.  A bolus was made and the patient was relieved.  They connected the pump to the physician's tablet to check the programming and got a message on the tablet.  The 528 service code was seen regarding motor stall recovery having occurred, and they also saw the pump was in stopped regarding service code 224. A clear event (code 18) also was present in the logs during the first update.  The pump was filled on 2024-nov-10 and the last MRI (magnetic resonance imaging) was taken in (B)(6) 2024.  There were two pump refills following the MRI.  They first tried to update the tablet, but the same message appeared later on the tablet.  They were even in programming mode, and the pump was in off mode.  So, they reactivated it and they did the programming following the dosage of the last pump filling.  They had changed a bit the reservoir volume to be able to update the pump. However, they did a second interrogation where they re-programmed all the settings manually. This pump update was successful.  A bolus was successfully administered at 16:51 on 2024-nov-09. It was indicated that it was strange the patient experienced local allodynia when they didn't have it before. They were questioning if there was a local leak with toxicity of the products.  It was noted that the flow was too low for the patient to have edema.  The pump site didn't look infectious, but rather mechanical related with sudden onset of pain.  It was further noted that if this was not technical, then this pain may signal a worsening of the disease.  It was further reported that the patient had electrical shocks in front of the pump part of the night and they did two boluses last night which were partially effective.  The morning of 2024-nov-10, the electric discharge was less intense and one bolus was given at 12:40 pm.  Allodynia was near the pump, especially at the inner and lower parts of the pump.  A versatis patch was installed.  The patient's temperature was 37.5 degrees in one ear and 37.9 degrees in the other.  The pump site was stable in appearance, not inflammatory, and there was no major edema.  Clinician programmer tablet interrogation showed no alert message.  A bio checkup was being performed again looking for possible inflammatory.  The next pump refill was to occur (B)(6) 2024. It was later further reported on 2024-nov-10 that the patient was doing better since the afternoon.  There was no more discharge in from of the pump.  An effective bolus was performed around 1 pm.  The pump site was still sensitive but had a stable appearance the evening of 2024-nov-10.  It was indicatedthat the pain around the pump could have been due to co-morbidities/mechanical pressure of the pump, and not due to pump dysfunction/drug leakage.  The healthcare provider wanted to do a dye study to check for any possible drug leakage.  As per the pump log provided, the clinician programmer synchromed software version being used was 2.0.1460.  Also, per the log a patient activated bolus (code 88) was requested at 08:32 on 2024-oct-19 followed immediately by a bolus rejected (code 89) the same day at the same time.  Also, per the log a patient activated bolus was requested at 22:44 on 2024-oct-27 followed immediately by a bolus rejected the same day at the same time.  At the time of the report, it was being considered that the service code 528 that was displayed by the app was due to the pump being queried for the first time with version 2.0 of the app, as this screen will appear whenever a synchromed ii pump is first interrogated and has had (in its overall history) a motor stall.  It was also being considered that service code 224 at the beginning of the report regarding pump stop, is possibly related to a telemetry issue having possibly occurred during the last update, which could cause the pump to top for safety reasons. It was also being considered that step 18 could be related to the pump recognizing service 528 so that it was no longer displayed. However, step/code 18 could also be the result of some telemetry issues that occurred during the update.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.